Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The patient's blood glucose of the time was 25 mg/dl. The customer treated the low blood glucose readings with food. The customer stated that there is a black circle on the pump and he cannot figure out why. The customer also stated that the pump was suspended because the customer had low blood glucose readings. The customer stated that he had breakfast, took the pump off to take a shower, and it must have dropped by setting up the new reservoir. The customer was advised that the closed circle was due to the pump being in suspend. The customer declined to troubleshoot for low blood glucose readings.